Manufacturer narrative:
The console was not returned for analysis; therefore, a technical analysis could not be performed, and the reported device performance allegation could not be confirmed. The device was originally installed on (B)(6) 2013 and this event occurred more than 1 year after the system installation, beyond the product one-year warranty period. Given the extended time in use after distribution, the issue is considered more likely due to use-related wear or field conditions rather than a potential manufacturing or design issue at the time of release. Therefore, a device history record (DHR) review was not conducted. A risk review was completed and confirmed that the event of device - low power was defined in the risk documentation and is documented accordingly in the product record review (prr). This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that during the procedure, it was found that the console seemed to have a power reduction. The procedure was completed using same console. No information regarding the patient outcome was provided despite performing good faith efforts.

Event description:
It was reported that during the procedure, it was found that the console seemed to have a power reduction. The procedure was completed using same console. No information regarding the patient outcome was provided.